Event description:
The pt experienced a loss of therapeutic effect and no stimulation sensation following a fall from a sewing stool in which she broke her arm. Specifically, she "twisted" and fell on her right side. The pt was at home in good condition and re-directed to her healthcare professional. Further info was requested.

Manufacturer narrative:
(B)(4)